Event description:
It was reported that during a phone call with the physician it was indicated that he had pump issues with four different inflatable penile prosthesis (ipp) devices. The patient experienced mechanical issues with the pump leading to a revision surgery in which the component had to be removed from a capsule restoring its functionality. The physician speculated that there is a chemical reaction to the inhibizone (iz) that causes more scarring and thicker capsules with the iz coated pumps.